Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6, -6.5 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2018. A lens vault value of 1150 um was reported and the lens remains implanted with plans to remove and exchange. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of -6.5 diopter into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2019 the lens was explanted due to excessive vault and high iop. The patient controlled the high iop with anti-iop drops until the lens was explanted. The surgeon plans to implant a shorter length lens. Device evaluation: the lens was returned with moisture on lens in a micro centrifuge vial. Visual inspection found no visible damage to the lens. Patient code 3191: secondary surgical intervention, lens explant. Patient code 2692: code in original MDR no longer applicable. Claim#: (B)(4).